Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon treatment procedure, a shaft fracture occurred. The target lesion was located in the mildly tortuous and non-calcified proximal left anterior descending (lad) artery. The nc quantum balloon was used to post dilate the proximal lad lesion. As the physician attempted to remove the nc quantum apex balloon the shaft fractured at the guidewire exit port. Both sections of the device were successfully removed from the patient with the guide wire. The procedure was completed with another nc quantum balloon. There were no patient complications reported and the patient status is stable.